Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had image noise. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, image noise occurred due to damage to the scope connector. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair. There was no delay in the start of precleaning, the customer flushed the air / water nozzle with water and air, it was noted that there were abnormalities with the accessories used but the issue was not specified, it was unknown if the air / water nozzle was wiped and brushed with clean lint-free cloths / brushes / sponges, the customer flushed the air / water nozzle with the detergent solution, and the customer specified that an oer-5 is used for reprocessing. Additional findings include the following: water tightness was lose due to a pinhole on the channel tube, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip / crack, the water removal ability did not meet the standard value due to the clogging of the nozzle, the protector of the universal cord on the scope connector side had a scratch, the adhesives around the objective lens had a white-clouded area, the adhesives around the light guide lens had a white-clouded area, and the plastic distal end cover had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign object in the nozzle was caused by deviations from the instructions for use (IFU) during reprocessing based off the obtained information; however, a definitive root cause could not be established and the foreign material could not be identified. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection describes the inspection method. Reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes prevention method. Olympus will continue to monitor field performance for this device.